Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h6 upon receipt of additional information, it was determined this product should not have been reported under this complaint file under this MFR number. This report should be voided and a corrected report will be filed under MFR number cmp-(B)(4) 0001825034-2023-02556. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 150412 - oss tibial poly bearing 16mm - 775770r pmi01195 - 67mm tibial component - unknown pmi01193 - custom finned femoral component - unknown unknown - unknown poly - unknown the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient has a surgical history of tibial tumor resections. All available information has been provided.

Event description:
It was reported that the patient had an initial left total knee arthroplasty on an unknown date and has undergone multiple revisions. Six months after the most recent revision, the patient underwent a revision of the axle, yoke, poly, and locking pin due to dislocation. The tibial bushing was not revised as this was a custom device and there was no backup available. There was no wear present. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D6a: implant date: 2011. D10: 150493 - oss reinforced yoke - 273020. 150412 - oss tibial poly bearing 16mm - 775770r. 161035 - oss rs axle - 139240. 150478 - oss poly lock pin - 121340. Pm100884 - small fmrl bshg set - 442970. 402439 - cobalt mv bone cement 40gm b - 949020. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00991, 0001825034-2023-00992.